Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited asystole for greater than 2 seconds on this right ventricular (rv) channel during the pre-discharge check. Upon review, the threshold output was at 3.5v. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was some type of oversensing noted. Boston scientific representative stated that there was potential loss of capture (loc) noted. This rv lead remains in service. No adverse patient effects were reported.